Event description:
Healthcare professional reported left side implant rupture, "siliconosis of the axillary lymph nodes", "mastodynia", "increasing deformation of the breasts", "capsular contracture baker grade IV", "lymphoadenopathy", and "siliconome". Healthcare professional also reported the following events, which are not device-related: "lower leg with pain" and ¿lower leg on both sides increased in volume¿. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The events of "capsular contracture", "granuloma", and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture; capsular contracture baker grade IV; "siliconosis of the axillary lymph nodes on both sides"; "siliconome"; "lymphoadenopathy"

Event description:
Healthcare professional reported left side implant rupture, "siliconosis of the axillary lymph nodes", "mastodynia", "increasing deformation of the breasts", "capsular contracture baker grade IV", "lymphoadenopathy", and "siliconome". Healthcare professional also reported the following events, which are not device-related: "lower leg with pain" and ¿lower leg on both sides increased in volume¿. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Breast pain: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Heathcare professional reported suspicion of implant rupture with siliconosis of the axillary lymph nodes. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.